Event description:
It was reported the lead tip was bent prior to the lead being implanted. The implant was completed with a new 'good' lead, and there was no health hazard.

Manufacturer narrative:
The lead has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Final analysis of the lead revealed the distal end was bent new out of the box. The continuity was acceptable and there were no shorts between circuits.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.